Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) and pump error 130 (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit failed rewind test due to alarming pump error 38. Unable to perform other functional tests due to failed rewind. No pump error 130 alarm noted during testing. However, on alarm history pump settings, unit recorded pump error 130 on (B)(6) 2025 at 8:15 pm. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool recorded pump error 43 on (B)(6) 2025 from 19:49:31.000 through 20:53:38.000. However, no pump error 43 noted during testing. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, motor was severely corroded and stuck. Moisture damage on electronic assembly was also noted. Unit was received with corroded home switch, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and scratched case. In conclusion, pump error alarm 130 was confirmed in the pumps alarm history on event date. Unit failed the rewind test due to pump error 38 alarm. Pump error 43 was not noted during testing, therefore unable to confirm customers allegations. Per visual inspection, motor was severely corroded and stuck. Moisture damage on electronic assembly was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.